Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. On (B)(4) his blood glucose value was 341mg/dl to 332mg/dl to 242 mg/dl to 455 mg/dl. (B)(4) his readings, were in the 300 mg/dl then to 200 mg/dl, he treated with syringe and went down to, 232 mg/dl to 281 mg/dl to 207 mg/dl. Customer was offered to troubleshoot pump for the blood glucose levels but customer declined. He over treated the high blood glucose and dropped down low. Customer¿s blood glucose value at time of incident was 322 mg/dl and current blood glucose value is 316 mg/dl. Customer¿s stomach was hurting a lot as a symptom of high blood glucose level. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.